Event description:
It was reported that during a knee procedure using a super multivac 50 icw wand, the wand stopped working properly after one minute of activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.